Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a webster cs catheter. It was noticed that the sterile packaging for the catheter had a speck of debris inside of it. The sterile packaging remained unopened. The device evaluation was completed on 08-apr-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed a foreign material was observed inside the pouch of the device, the pouch is still sealed. Due to the foreign material inside the packaging, a manufacturing meeting with the packaging team was performed. The manufacturing team concluded that the customer complaint reported from this device was not generated on the packaging manufacturing area, in accordance with j&j medtech procedures all steps and key points were successfully executed in the packaging area and inspected as mentioned in j&j medtech procedures. Root cause: due to the conditions in which the product with was received and according to the infrared spectrum exhibits characteristic features of a polyamide material, confirming the presence of amide linkages and a polymeric structure. The strong agreement with the polyamide reference supports the identification of the sample as a polyamide polymer; however, the specific origin or source of the material remains unknown. Based on previous information and the j&j medtech procedures packaging controls, this customer complaint is not related to the packaging process. Then a manufacturing meeting with the product engineering team was performed. The manufacturing team concluded that the faulty unit passed all controls and inspections documented in the electronic device history record (DHR), confirming it met the required standards and tests. The investigation determined that the issue was caused by a burr composed of a polyamide identified by fourier-transform infrared (ftir) analysis and similar to polyamide 6. This material closely matches the resin used to manufacture the knob and rocker arm, leading us to conclude that the burr originated from those components. Failure to remove the burr as required by j&j medtech procedures may allow it to become dislodged. Therefore, the defect is attributed to manufacturing. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The foreign material inside the package reported by the customer was confirmed. The potential cause of the foreign material inside the package could be related to the manufacturing process. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: inappropriate material (c0602) / investigation conclusions: manufacturing deficiency (d0301) / component code: appropriate component term/code not available (g07002) were selected as related to the customer¿s reported ¿the sterile packaging for the catheter had a speck of debris inside of it¿. In addition, biosense webster inc. Analysis finding of the ¿foreign material was observed inside the pouch of the device¿. -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: manufacturing deficiency (d0301) / component code: appropriate component term/code not available (g07002) were selected as related to the customer¿s reported ¿the sterile packaging for the catheter had a speck of debris inside of it¿. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a webster cs catheter. It was noticed that the sterile packaging for the catheter had a speck of debris inside of it. The sterile packaging remained unopened. The catheter was replaced and the procedure continued. The catheter was brand new and not reprocessed. No patient consequence reported. Additional information was received. It was a small black speck, loose with movement. The issue was noticed before use and not used on the patient.